Event description:
The hcp reported there had been no problem with the therapy. The pump was explanted after an implant duration of 47 months due to battery depletion. It was replaced and returned to the manufacturer for analysis. The pt outcome after the replacement surgery was reported as good.